Event description:
It was reported that the procedure was to treat a mildly tortuous, eccentric, 70% stenosed proximal right coronary artery. The 4.0 x 33 mm rx xience prime was deployed without incident; however, the balloon was difficult to remove post deployment. Negative pressure was applied several times before the device was able to be removed. Two non-abbott devices were used to complete the procedure. There were no adverse patient effects. There was a clinically significant delay (5 to 10 minutes) in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty removing the device post-deployment could not be replicated in a testing environment as it was based on operational circumstances. Poor balloon refold was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight, inflation: argon. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.